Manufacturer narrative:
No unresponsive button was noted and all of the buttons functioned properly. However, the corrosion was noted on the keypad traces. No moisture damage was noted on the electronic or motor assembly. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer states that act button wouldn't work. The customer found that the reservoir is leaking to the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.